Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported that the actual residual volume of the pump was greater than the expected residual volume. It was reported that the difference was 7 ml, but specific values for arv and erv were not given. It was reported that the 7 ml error was due to a change in programming of the pump by the hcp on (B)(6) 2012. At that time the pump was refilled with saline, but the pump settings for concentration and dose were left unchanged from when the pump was previously delivering morphine. An empty reservoir volume was reported (B)(6) 2012. At the time of the empty reservoir volume, the device system was used to deliver saline.

Event description:
Additional information: the pump was filled with saline and a dye study was scheduled. The patient refused the dye study and was give oral narcotics. The patient outcome was no injury.